Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the hysteroscopy, in order to cut out the endometrial polyp, the tip of electrode exploded into few pieces inside of the uterus. A micrograsper was used to evacuate some of them. Because of pressure of liquid inside of the uterus, there is a chance that some of the pieces went through the tubes into the douglas pouch. It was reported that patient has no problems after surgery. As it cannot be excluded that some pieces remained in the patient's body, the case is deemed precautionary reportable. Note: the customer did not provide the article number of the affected device. It was only reported that it was a bipolar ball electrode 5 fr. Without further information it cannot be determined which is the exact article affected and if it was even a karl storz article.

Manufacturer narrative:
Additional information was added in section b5 and h6. The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The procedure was prolonged by more than 15 minutes but less than 60 minutes. The product was scrapped during the incident

Manufacturer narrative:
Additional information added to reflect in section b5, section d product information and g4. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information received july 23,2025: the exact prolongation of the surgery was 20 minutes.

Manufacturer narrative:
As the item complained about is not available for technical examination, the cause analysis can only be based on the customer's information. The high-voltage test carried out as part of quality assurance did not reveal any abnormalities in the affected batch. This indicates that a production-related defect is unlikely. The available evidence suggests that either excessive mechanical stress on the distal end of the electrode or excessive electrical voltage - or a combination of both factors - could have led to the breakage. However, a conclusive and reliable assessment of the cause is only possible through a physical examination of the affected item. The above conducted investigations did not reaveal a root cause related to the labelling or the device history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).